Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported insulin pump was not working, there was no power in the pump, the battery compartment was damaged, and the battery was damaged. The blood glucose value at the time of the event was 8 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was not performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump was received with deep scratches on the case at the battery tube. The following were noted during visual inspection: minor scratched display window, a deep scratch on the keypad overlay and pillowing keypad overlay. The pump was received without the battery cap. Unable to verify damage to the battery cap. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2025 18:37:00 after more than 7 days at 13.98 days. Battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2025 08:14:00 after more than 7 days at 11.37 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 08:45:01 faster than expected at 4.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. On the primary svn (B)(4) and on a related svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 04-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4) and on a related svn (B)(4) , perform the history review 1 week prior to the event date 04-nov-2025 in the pump history file and found 13 no delivery alarms on (B)(6) 2025 (during bolus), 2 lost sensor alert on (B)(6) 2025, 1 sensor error alert on (B)(6) 2025, 1 lowbatteryalert (104) on (B)(6) 2025 18:37:00.000, 2 changebatteryfault (73) on (B)(6) 2025 04:08:00.000 and on (B)(6) 2025 04:18:00.000, and 2 offnopower (11) on (B)(6) 2025 04:39:00.000 and on (B)(6) 2025 04:49:00.000. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.9 mv). The pump passed the functional testing, including the sleep current measurement test and active current measurement test. Unable to confirm alleged high bgs. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss confirmed, problem isolated to the electronic assembly. Damage- cracked case battery tube confirmed at the back of the pump. Damage-battery cap unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.